Event description:
It was reported to baxter (B)(4) that the reservoir of a (B)(4) basal/bolus infusion had ruptured during filling. The device was being filled with reservoir ropivacaine hydrochloride hydrate. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.